Event description:
It was reported that the plastic ring at the top of the reservoir compartment broke off. The customer's blood glucose was 151 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.